Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - subcutaneous nodule. H6: health effect - clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on 11/11/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced skin reaction which occurred 4 days after the sensor had been inserted in the arm. The patient experienced redness and infection extended beyond the patch perimeter. The patient was treated in the emergency department on (B)(6) 2024 with anti biotic (cefadroxil 500 mg capsule) and an unremembered ointment. The patient had a hard marble bump outside on the insertion site at the time of the report 8 days after treatment. No additional event or patient information is available.